Event description:
The facility reported a device that will not load a set. It is unk when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of "will not load tubing" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by an inoperative open key due to an intermittent pump head module keypad. The pump was not repaired at this time because it is a stay-in device owned by baxter. The pump is in baxter's inventory and all repairs will be performed at a later date. This issue is currently being investigated.